Event description:
Caller reported an incident in which the aviva system gave blood glucose results of 255 mg/dl and 259 mg/dl at a time when the customer had symptoms of hypoglycemia. Customer was not unconscious, but was unresponsive to wife's questions. Wife administered a glucose shot and called emts. No delay in treatment was noted. The emt system result 15 minutes later was in the 50s mg/dl. They administered no treatment, just monitored as his blood glucose rose. Customer felt fine and went back to sleep. The customer has two aviva systems, is unsure which was involved in the incident. For purposes of reporting, this emdr is for aviva system 2. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with (B)(6) is aviva system 2.